Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that hcp had to reposition the battery pack (agent understood as implant) on (B)(6) of this year because it migrated. Caller noted that the hcp made the pocket deeper and had used silk suture at the top to attach it because they saw where the previous implant (agent understood as implant surgery) was, the facia tore in there and could see where the stitch tore loose and normally there would be scar tissue to keep it in place but said that from the previous surgery they could see it was torn and did it differently. Caller stated that now the patient felt like the implant might be migrating again or that the implant might be loose. It had been painful to the patient, especially when they were sitting down or put any pressure on the implant, getting in and out of a vehicle as the implant was near the belt line. Caller mentioned that the patient had not been driving since the implant was done (agent understood as implant being repositioned) and had only driven maybe once to give the implant time to heal. The patient was redirected to their healthcare provider to further address the issue.

Event description:
It was reported the surgery was required to reposition the battery pack on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that no action has been taken at present. They plan to seek possible surgical solution again. Scar tissue is not holding in place. They need a more secure method to keep in place. Pt reiterated previous information.